Manufacturer narrative:
Field svc inspected the unit onsite and found the pressure control hard to turn around 28 cmh20. Lab test: found control knob and shaft bent making the control difficult to adjust.

Event description:
The hosp reported the therapist tried to increase the pip and it would not go above 28 cmh20. They bagged the infant while they tried to trouble shoot the unit. The infant had been on this ventilator 48 hrs prior to this event.